Event description:
It was reported the patient had been having constant kidney infection that were requiring antibiotics. It was stated the kidney infections were reoccurring every 2-3 weeks and the patient had not seen any success with the therapy since the implant was done in (B)(6) 2013. It was noted the patient¿s trial was very successful and the patient didn't have any issues during the trial. Reportedly, the patient had a burning sensation located "inside-bladder/vaginal area about 4" up." It was stated the patient had a "knot or ball sensation" when they were sitting or standing. It was noted the patient met with their manufacturer representative two weeks prior to report for reprogramming because their healthcare provider had been unsuccessful improving the patient¿s therapy. The patient was instructed to not change anything for two weeks and then call if they needed further help. It was stated the patient had an increase in urgency to go to the bathroom but their bladder was still not emptying fully.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0886t, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was later reported the patient never had therapeutic effect and had been having problems with their therapy ever since it was implanted in (B)(6) 2013. It was stated the patient had new programs put on their device and they were told to run that program for two weeks. It was noted the patient then turned their device off for a week. Reportedly, the patient had a CT scan on (B)(6) 2013 to determine "if there was a kink the urethra." Additional information from the healthcare provider stated there was no surgical revision and the patient did not require hospitalization. It was reported the patient's recurrent urinary tract infections were present prior to the implant of their device. It was noted the patient had been treated multiple occasions for vaginitis which was unrelated to their device. The patient's outcome was reported as no injury.